Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The keypad cover is reportedly peeling away from the pump and all of the keypad buttons reportedly under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28- aug-2019 with the following findings: the keypad was found to be peeling; no other damage was observed. All of the keypad buttons were intermittently unresponsive during testing. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the complaint, investigation revealed that the battery compartment was cracked below and above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.